Event description:
The customer complained of experiencing high blood glucose levels. The customer's blood glucose reading at the time of the report was 195 mg/dl. Troubleshooting was performed. The customer stated that he went to the hosp for assistance removing the infusion set from his body. The customer stated that his skin was seriously irritated at the infusion sites. The customer declined to perform troubleshooting. The customer stated that he felt he was better off in the hosp. The customer was advised to go to the hosp for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.